Event description:
It was reported the ems was used during a tap hernia repair. It was reported by the affiliate the clips got stuck in the tip of the instrument when trying to fire it. When firing the instrument the clip got deformed and stuck in the tip of the instrument. The deformed clip then prevented next clip to be fired/move forward. No clip can then be fired. Another ems was opened and the same thing happened. A third ems was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50569. Device-a. Endopath endoscopic multifeed stapler: based upon inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to how the reported event occurred. The instrument was rec'd in good condition. It was cycled and fired the remaining 6 staples well formed. No anomalies could be identified during testing.